Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device revealed intact sealplugs and freely moving setscrews. Lead seal witness marks indicate that both leads were fully inserted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.

Event description:
Boston scientific received information that this patient with a pacemaker and an unknown right ventricular (rv) lead presented to the hospital after experiencing syncope. An electrogram showed loss of capture (loc) with a rhythm of 35 beats per minute. Pacing inhibition was also reported. During follow up, all measurements were noted to be within range with no noise and no lead issue observed. The automatic capture (ac) was turned on and pacing threshold measurements were at 3.5 volts. The device was then reprogrammed. The system was later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.